Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the por had resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that they started seeing a power on reset (por) code on the day of this call. Patient stated they had a heart defibrillation today to put their heart back in rhythm but they turned stim off first. Patient was redirected to follow up with the healthcare provider. There were no further complications that have been reported as a result of this event.